Manufacturer narrative:
The MFR's report number for this case is 9681138-2010-00244. Super poligrip is MFR in (B)(4), and neither the product nor lot number for this product was available. (B)(4). Otc product: yes.

Event description:
This case was reported by a lawyer and described the occurrence of neurological injuries in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced neurological injuries. At the time of reporting, the outcome of the event was unk. Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 2009, (B)(4) of bilateral upper limbs showed bilateral carpal tunnel syndrome, mild on the left affecting the median motor and sensor latencies and severe on the right affecting the median motor latency and median motor axonal loss. Electromyography (emg) of bilateral upper limbs and cervical paraspinal showed moderate chronic denervation in right triceps and flexor carpi radialis most likely due to c7 radiculopathy; chronic denervation in bilateral first dorsal interossei and opponens pollicis moderate on right and mild on left due to neuropathy versus c8/t1 radiculopathy; and mild chronic denervation in right c5/6 and c6/7 paraspinals due to radiculopathy about these levels. On (B)(6) 2009, the pt was seen for a neurology consult and reported her symptoms first developed five to six months ago and has progressively gotten worse over the last two to three months. The pt now had difficulty writing with her right hand; picking up objects with her fingers, and holding utensils and cups. The pt had bilateral carpal tunnel surgery performed 30 yrs ago and has a history of lumbar spine pain and two previous back surgeries. She continued to follow up with an insurance physician for management of her low back condition. A computed tomography (CT) of the brain showed cerebral atrophy with extensive white matter abnormalities due to microvascular ischemia. On (B)(6) 2009, a magnetic resonance imaging (MRI) of the thoracic spine showed degenerative changes throughout the thoracic spine most marked at t10/11, t11/12, and to a lesser extent t3/4, at which levels there was mild canal stenosis, but no definite cord compression and moderate to severe bilateral foraminal stenosis. T7/8, t8/9, t9/10 with no significant cord compression at any level. MRI of the cervical spine showed degenerative changes in the cervical spine most marked at c6/c7, at which level there was mild to moderate to severe bilateral foraminal stenosis. There was mild canal stenosis with no definite cord compression and moderate to severe bilateral foraminal stenosis at c5/6. There was mild canal stenosis with no cord compression and moderate bilateral foraminal stenosis at c4/5 and c3/4. There appeared to be abnormal signal intensity along the dorsal aspect of the cord between c2 and c6, which could represent demyelinating disease, inflammatory disease, or less likely tumor, neurontin ordered. On (B)(6) 2009, the pt had worsening bilateral hand numbness, pain and tingling. The pt reported a slight decrease in burning and numbness in hands since beginning neurontin. The pt continued to have difficulty writing with her right hand, picking up objects with her fingers, and holding utensils and cups. She used a walker for ambulation. Magnetic resonance imaging (MRI) of the cervical and thoracic spine showed degenerative changes throughout the spine; most marked at c6/c7 at which there was mild to moderate canal stenosis, cord compression and moderate to severe bilateral foraminal stenosis; t3/4, t10/11, t11/12. There appeared to be abnormal signal intensity along the dorsal aspect of the cord between c2/c6, which could represent demyelinating disease, inflammatory disease, or tumor. Impression included cervical spondylosis, persisting pain; post lumbar laminectomy; chronic low back pain; polyneuropathy; lupus; hypertension; osteoarthritis; and other medical conditions. Neurontin was increased. On (B)(6) 2009, the pt was noted to have a progressive neurological problem and went from walker to wheelchair. Scanning revealed evidence of cervical spondylosis and cord compression at c6/c7 levels. The pt had significant weakness of both lower extremities, spastic lower extremities, hyperreflexia, and bilateral babinski. Impression was cervical myelopathy secondary to discogenic disease. The pt was referred to another physician for possible decompression surgery.